Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient felt a shocking sensation in their abdomen. It was stated the patient felt like their abdominal muscles were being pulled "like a strong tension or like two magnets pulling." This was noted to be "very painful" for the patient and they did not know when it would happen. This sensation had been happening 4-5 times in the past few days, but did not occur before they were implanted. It was further noted the patient would need guidance for programming and device usage once their implant wound was healed. Additional information had been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported that the patient could not seem to control the stimulation. It was noted that this started about a week prior to the report. It was noted that ¿even when it was set at 0.0, the patient felt stimulation very strongly in her stomach.¿ it was noted that this was enough to affect her walking and driving. It was further noted that the patient¿s stimulation was ¿in the belly, like her stomach muscle was being torn.¿ it was noted that the patient was supposed to have stimulation for back pain relief, but she was feeling stimulation in the leg and her buttocks. It was further noted that the patient would adjust her stimulation, but when she turned it back on again it appeared to go back to the higher level. It was noted that there was no known accident related to this event. Additional information reported that the patient met with a manufacturing representative on (B)(6) 2013 for reprogramming. It was noted that an impedance check was performed and all measurements were within normal limits. It was noted that the patient was reprogrammed to ¿get the stimulation out of her abdomen and give her more relief in her back.¿ it was noted that the patient was also given access to rate control and group adjust. It was further noted that the patient practiced navigating through the patient programmer so that she was comfortable making adjustments and would know how to avoid overstimulation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).